Event description:
Pump declared alarm 20 during the load process. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to load a new cartridge with assistance from technical support, but cartridge alarm recurred. Technical support decided to replace the pump.